Event description:
It was reported that during a procedure, the threaded tip was noted to be fractured off of the guide wire when the surgeon removed the wire from the glenoid. Subsequently, the piece stayed in the glenoid. At the time of the fracture, the surgeon was finished using the guide wire. No patient consequences were reported since retaining the broken piece. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.